Event description:
It was reported that the patient presented to the hospital following an av node ablation procedure. The right ventricular (rv) lead was found to exhibit phrenic nerve stimulation, causing the patient to experience discomfort and a sensation of chest thumping. The rv lead was capped and replaced on (B)(6) 2025. The patient remained in stable condition throughout.